Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. During the procedure, the keel saw fractured while preparing the tibial. A tibial groove cutter was utilized to finish preparing the tibia. It was further reported the tibial bearing trial fractured as it was being removed. No fractured fragments fell into the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.